Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the additional finding of the green fluid substance is the result of accumulated moisture underneath the permeable outer grey insulation that reacted with the underlying shielding/construction. The reported event of a no external power alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(6)). The log file captured a no external power alarm event on (B)(6). According to the voltage values, the alarm event was related to a double disconnection of both 14v batteries. The alarm event cleared when both power cables were connected to 14v batteries. The reported event of ¿fraying of both controller cables near the connection points¿ was confirmed with the returned device. Visual inspection revealed rescue tape on both strain reliefs. Removal of the rescue tape revealed both strain relief are damaged. The damaged appears to be related to the repetitive flexing of the power cables when the device was in use. Electrical measurements of both power cables did not reveal any shorted or conductor breakdown with the underlying wires. The system controller was tested with laboratory equipment and no functional issue was identified that could be correlated to the damaged strain relief or the no external power alarm event captured in the log file. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on (B)(6) 2019. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Backup battery fault alarm. ¿call your hospital contact as soon as possible for diagnosis and instructions¿. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm. 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm. (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that there was some fraying of both controller cables near the connection points. The patient had covered the areas in duct tape. There was a no external power/low voltage alarm on (B)(6) 2021, which the patient said they were not aware of. The log file review captured the no external event on (B)(6) 2021 that appeared to have occurred as a results of simultaneously disconnecting power from both controller leads. The patient said they may have accidently disconnected both sources of power briefly when applying duct tape to the leads. The duct tape was removed and rescue tape was applied to the frayed areas. The patient's controller was successfully swapped on (B)(6) 2021. The new controller was pcx-17910..